Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to sui. It was reported that following insertion the patient experienced infection, urinary problems, fistulae, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to failure of synthetic sling, mesh erosion, and vaginal pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.